Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation ") and menstruation irregular ("irregular menstruation "). The patient was treated with surgery (partial hysterectomy with removal of devices ). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), abdominal pain lower ("lower abdomen") and pelvic pain ("pain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: abnormal bleeding (menorrhagia) / ablation, lower abdomen pain, abnormal bleeding (vaginal) was added. Reporters information was added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 863575) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011 the essure placement was successful. 3 coils of essure were seen at each side of ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2012: received in formalin, appropriately labeled, are multiple pink-tan fragments of tissue and mucus that measure 0.8 x 0.5 x 0.1 cm in aggregate. They are wrapped in a filter bag and entirely submitted in a single cassette. Lot number:863575, manufacturing date: 2011/05, expiration date:2014/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 863575) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 the essure placement was successful. 3 coils of essure were seen at each side of ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2012: received in formalin, appropriately labeled, are multiple pink-tan fragments of tissue and mucus that measure 0.8 x 0.5 x 0.1 cm in aggregate. They are wrapped in a filter bag and entirely submitted in a single cassette. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and medical records received: lot no. Was added. Onset date of events were added. Reporter's information, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.